Event description:
A male pt with a history of cad, morbid obesity, diabetes, prostate cancer, syncopal episodes and ventricular tachycardia, underwent an uncomplicated diagnostic cath in 2008 via the right cfa, in which the mynx procedure was performed successfully. On the next day, the pt returned to the cath lab for a coronary intervention. The left cfa was cannulated and an angioseal device was used for vascular closure. The pt was discharged on the following day. One week post-discharge, the pt called his doctor complaining of discomfort, and fullness in the right groin. An ultrasound was performed which showed a hematoma. He was sent home with no treatment. Nine days later, he called back complaining of purulent drainage from the right groin. Surgical consult was requested, and the pt went to surgery for exploration of the right groin. Debridment was performed as well as vein-patch arterioplasty to the right cfa. The drainage was sent to the lab for culture and was positive for coag neg staph and e coli. The pt had an elevated white blood count, but blood cultures were negative. As of the following month, the pt continued an uncomplicated post-op course, and was scheduled to be discharged on two days later.

Manufacturer narrative:
The device was not returned to aci for evaluation and the device's lot number was not provided for lot history review. Based on the information provided and the investigation performed, the root cause of the infection could not be determined. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU.